Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels that ranged from 240 mg/dl to the 400 mg/dl. Customer alleged that the pump did not deliver insulin as intended. A pump system check was performed with tandem technical support, and indicated that the pump and related supplies functioned as intended; however, the customer maintained that the pump did not function as intended. Customer administered manual injections, delivered boluses via the pump, and changed the supplies to address bg levels. Reportedly, customer continued to use the pump for insulin therapy.